Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose were 40 mg/dl, 300 mg/dl. The customer was treated for high blood glucose with bolus and with candy bar for low blood glucose level. The customer declined troubleshooting and reported that the insulin pump was on auto mode sometimes. The insulin pump will not be returned for analysis.